Event description:
It was reported that the pt experienced an overdose when she had a pump refilled on (B) (6) 2010. The reporter indicated that she "stopped breathing and had to be rushed to the hospital." The pt felt "weird right after they refilled." The hcp later reported that the pump contained morphine and clonidine. The pt experienced cognitive symptoms, somnolence and respiratory problems. Per this reporter: "after overdose that presented 1-2 hours post refill, the appropriate residual volume was aspirated from the pump." The hcp indicated that the pump was or will be replaced. The pt recovered without sequela; no injury.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient was refilled and instantly noticed a burning sensation after the needle was removed on (B)(6) 2010. The patient noted the nurse said that sometimes happens and sent the patient on their way. Within 5 minutes after leaving the patient became sleepy but drove from eugene to her sewing class in junction city, oregon. The patient indicated they were unable to function there and couldn¿t figure out how to sew. The patient called the doctor and her friend drove her to their office. At that time, the doctor removed the medication and transferred the patient by ambulance. The patient was given narcan and stayed for 24 hours as they stabilized her. The patient's prescribed medications included morphine and prialt with no over the counter medications. The report type was noted as serious injury and the event outcome was noted as life threatening and hospitalization. No further complications were anticipated/reported.

Manufacturer narrative:
Updated to reflect correct adverse event. If information is provided in the future, a supplemental report will be issued.